Event description:
Gia 60 was used for the first firing on the pt's bowel. The actual device tip was not aligned properly with the piece of equipment and it did not function properly. A new device had to be used. Pt was not harmed.